Manufacturer narrative:
Unit received with broken battery tube threads and unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece of the battery compartment broke off when attempting to screw cap back on. Customer's blood glucose was 72 mg/dl. Customer was advised that insulin pump would need to be replaced.